Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Event description:
Quarterly summary report for malfunction alarms 1,2,6,8,10,11,15,17,18,19: it was reported that a malfunction alarm occurred. The issue was resolved by resetting the pump or reverting to an alternate method of insulin therapy. There was no adverse effect.

Manufacturer narrative:
Pump serial numbers: (B)(4).

Event description:
Quarterly summary report for malfunction alarms 1, 2, 6, 7, 10, 11, 15, 17, 18, 19: it was reported that a malfunction alarm occurred. The issue was resolved by resetting the pump or reverting to an alternate method of insulin therapy. There was no adverse effect.